Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor stopped displaying blood glucose readings. At the time of the report with tandem technical support, bg readings began displaying again. No additional patient or event information was available. A root cause could not be determined.